Event description:
The customer reported erroneous troponin I (access accutni) result, above the normal reference range, for one patient, involving the access 2 immunoassay system. The patient sample produced an initial result of 4.597 ng/ml. A second sample was collected from the patient at 17:28 hours and reanalyzed twice on an alternate access 2 system and recovered lower results of 0.011 and 0.009 ng/ml, within the normal reference range. A third sample was collected from the patient at 21:27 hours and reanalyzed twice on the alternate access 2 system and recovered lower results of 0.013 and 0.013 ng/ml, also within the normal reference range. The erroneous results were released out of the laboratory. The patient was admitted to the hospital based on the erroneous result. There has been no report of current patient outcome to date. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
On (B)(6) 2012, the field service engineer (fse) removed the analytical module and replaced the mixer bearings and mixer belt. The fse cleaned the wash and precision valves and noted the incubator belt and track were clean. The fse performed ultrasonic voltages and necessary alignments and completed routine system check and high sensitivity system check and both passed within instrument specifications. The instrument conformed to the manufacturer's published performance specifications. Note: the customer's bio-medical engineer had completed preventive maintenance (pm) on (B)(6) 2012 and replaced the aspirate probes. The patient samples were collected in 4-5 ml green top lithium heparin tube at centrifuged at 3,200 rpm (rotations per minute) for five minutes. The customer stated the laboratory does not test icteric or hemolyzed samples, and the sample quality was good. Quality control (qc) is tested every 24 hours and was within specification on the day of the event. System check, performed on (B)(6) 2012, passed within system specifications.